Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because of a 'fluctuating magnet rate'. *cpi minimum longevity at nominal settings with a 500 ohm lead is 58 months.